Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2009. According to the complainant, the device basket did not open completely during the procedure. Reportedly, this was the only size basket (3.0cm open basket diameter) available for the procedure. However, it was determined that the duct had a diameter of 2.0cm; therefore, the basket would not open all the way. As a result, when the basket was closed, the basket would not retract completely into the sheath. However, the device was retracted through the scope without any need to remove the scope. The procedure was not completed due to no other device being available at the time of the procedure. There were no patient complications reported as a result of this event. The patient 's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).